Event description:
It was stated that the customer was taken to the emergency room due to high blood glucose levels and the insulin pump alarming no delivery. Troubleshooting was performed and the insulin pump passed the prime test without giving a no delivery alarm. Advised the medical doctor that the no delivery alarm may have been due to an issue at the insertion site. The medical doctor stated he would have the customer change the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.